Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31390583l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced cardiac tamponade with a thermocool smarttouch sf that required pericardiocentesis and blood transfusion. During rvot (right ventricular outflow tract), the patient complained of chest pain during the ablation. When checked with an ultrasound machine, pericardial fluid was found to have accumulated. Drainage was performed and a blood transfusion was administered. The patient was returned to the ward for observation. Patient required extended hospitalization. No abnormalities were observed prior to or during use of the product. Steam pop was not confirmed. Additional information was received. Transseptal puncture was performed with rf needle. Prior to noting the cardiac tamponade, ablation was performed. The adverse event was discovered during use of biosense webster products. Patient improved. The physician's opinions on the relationship between the event and the product was procedure related, the perforation occurred in the right heart but the timing was unknown.

Manufacturer narrative:
Additional information was received on 27-nov-2024. The patient was asymptomatic, but a gradual decline in cardiac function was observed. One transseptal puncture site was performed during the procedure. The following is what happened after the procedure: on (B)(6) 2024, the procedure was performed. After the ablation, the patient experienced chest pain when breathing, and pericarditis was confirmed. On (B)(6) 2024, the pericardial drain was removed. On (B)(6) 2024, large amount of pericardial fluid was not found on re-examination. On (B)(6) 2024, the patient has discharged from the hospital. The patient came to the outpatient department, pericarditis was continuing, and oral medication was ongoing. On (B)(6) 2024, a repeat holter electrocardiogram was scheduled. Relevant rests include: holter electrocardiogram: pvc7% (30% pre procedure). Crp rose to 4 once, that was possible effect of adjusting oral medication, and was reported to be on a downward trend. Also, the generator and pump product information were provided. Therefore, updated the d10. Concomitant medical products and therapy dates section. In addition, added h6. Health effect - impact code ¿surgical intervention (f19)¿ for the drain placement and added h6. Health effect - clinical code ¿pericarditis (e0620)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).